Event description:
Information was received indicating that a patient receiving morphine protocol via a smiths medical cadd®-solis ambulatory infusion pump expired shortly following surgery. The pump delivery log revealed that approximately 120 delivery attempts were made but only 10 were successful with in the first 3 hours following surgery. No further information has been provided.